Event description:
On (B)(6) 2022 it was reported by a sales representative via (B)(4) that a ar-9821 apollorf became loose. This occurred during a rotator cuff repair on (B)(6) 2022 when the tip became loose. It remained attached to the probe and everything was recovered. Another apollo was opened and the case was completed. There was no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-9821, lot number 66468176, was received for investigation. Functional testing was not made due to the connector cable was cut before receiving for investigation. Refer to investigation photos #1-2. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.